Event description:
Gu bovie cord was connected to the bovie machine, conmed (B)(4). When the surgeon stepped on the foot pedal, a small flame and smoke appeared on the plug connection, melting the cord. We turned off the bovie machine immediately. We replaced the bovie machine and the cord.